Manufacturer narrative:
Exemption number e2016018 (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: the situation described a needle-stick injury of introcan safety ivc of nurse after IV cannulation. The safety clip was no longer at the end of the needle tip, so the needle tip was exposed. No sample was received but a photo was provided. Based on the picture, the safety clip did not cover the cannula tip. The safety clip seems to be dislodged. The cannula is bent. Damage or deformation on the safety clip could not be confirmed from the picture. The actual condition of the complaint sample (cannula condition, crimp length, clip condition or any damages) cannot be identified from the picture. The introcan safety is assembled on automated machines. The machines are equipped with vision system to conduct 100% checking on relevant critical dimension of cannula including crimp width, crimp length, clip dimension and clip position. All the defective parts will be automatically rejected by machine. According to IFU, during application, user should remove the cannula by pulling cannula straight back with a controlled, continuous motion parallel to the skin. In cases where an engaged cannula put together with a cluster of other medical supplies, the clip might possibly hook up or tangle with the supplies and cannula tip might be exposed. Thus, the cannula is advisable to be disposed of immediately into the sharps container after complete withdrawal. Conclusion: as the catheter hub was not returned and batch number is unknown, so further investigation was not possible. The actual root cause could not be determined. Complaint is not confirmed.

Manufacturer narrative:
Exemption number e2016018. This report has been identified as b. Braun melsungen ag internal report # (B)(4). No samples were returned. One photo has been provided. Further evaluation and investigation will be done based on photo given. The complaint is only taken to the knowledge and filed for statistical purpose. However, if the complaint sample is available, this complaint will be re-opened accordingly. Device history record review (DHR): a review of the device history record could not be performed, as the batch number is unknown. The complaint was forwarded to our manufacturing site for evaluation. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): needle-stick injury of introcan safety.

Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as (B)(4). Internal report number (B)(4). This follow up report is being filed to correct the branding, product code, and 510(k) information that was entered on the initial MDR. This report was filed for item number, 4251644-03, which is not sold in the united states, however a similar item number, 4251644-02, is sold in the united states by (B)(4) the 510(k) has been updated to reflect a 510(k) that item 4251644-02 has been cleared under. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.